Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer treated their low blood glucose levels with glucose. The customer also stated that the insulin dose recorded was different than what was dialed on the insulin pen. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.